Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 24.7 mmol/l and 5.5 mmol/l within 10 minutes on the compact plus system. Customer administered took novorapid based on result of 5.5 mmol/l. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the stent foreshortened. Reportedly, the stent was deployed in the sfa according to the IFU, but it foreshortened from 150 mm to 132 mm. The lesion appeared to have been covered irregularly with crosswise struts. A competitor's stent was successfully placed to treat the remaining stenosis. The pt was reported to be doing well.